Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on july 25, 2024. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the axios stent first flange was successfully deployed. The second flange was deployed in the scope. However, when the physician went to expel the stent out of the catheter, the stent was pushed into the cyst. The stent remains implanted. As there was no available another stent to be placed immediately, the procedure was not completed. There were no patient complications reported as a result of this event.